Event description:
It was reported that the patient underwent a replacement of his inflatable penile prosthesis (ipp) due to a herniated reservoir. The physician also upsized the cylinders during this surgery. There were no further patient complications related to this event.